Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: it was reported that patients' labs are rejecting. Update: samples are hemolyzed. "They have 9pks left but pulled from units as nurses reported patients' labs were rejecting."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to hemolysis as all samples met specifications. The 100 retentions were visually inspected with no issues being identified. The customer has informed us that the issue was resolved. They determined that an incorrect tube was used. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: it was reported that patients' labs are rejecting. Update: samples are hemolyzed. "They have 9pks left but pulled from units as nurses reported patients' labs were rejecting."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: it was reported that patients' labs are rejecting. Update: samples are hemolyzed. "They have 9pks left but pulled from units as nurses reported patients' labs were rejecting."